Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter. Block h11: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. No other problems with the device were noted. The reported event of the clip would not detach from the catheter was confirmed. Analysis of the returned device found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not detach from the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not detach from the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter.